Manufacturer narrative:
The customer¿s report that pca programming changed from pca+continuous mode to pca-only mode was confirmed. The pcu log file did not go back far enough to determine programming steps made at the time of the event. However, review of the pca module event log indicated that the pca module was running in continuous +pca mode prior to the time of syringe change ((B)(4) 2015 11:06am), and in pca-only mode after the change, indicating that the program was changed by the user. The root cause the customer experience was determined to be user programming. No devices were returned by the customer for investigation.

Event description:
The customer reported that a pca device that was initially programmed for pca dose + continuous was later found to be in pca dose only. After replacing an empty narcotic syringe the nurse checked the device 20 minutes later and found it to be in pca dose mode only, the continuous mode was not present. The pca infusion was recommenced on a different pca device. The hospital reported no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.